Event description:
It was reported that an attempt was being made to stent the left common iliac via the right groin. A 6fr sheath was used and during advancement into the sheath, resistance was felt; however, the stent delivery system (sds) was able to be advanced up and over the horn; however, it would not cross and during removal of the sds from the patient the stent dislodged from the balloon into the anatomy. The left groin was accessed and a snare was used to retrieve the dislodged stent from the patient without issue. The procedure continued on accessing through the left side and a 8x38 omnilink was placed successfully to complete the procedure. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the omnilink noted that only the dislodged stent implant was returned, the catheter was not returned. There was blood and contrast visible on and in the stent implant, consistent with being in the anatomy as reported. There was one bent stent strut in the third row of proximal stent struts. The middle and distal end of the stent implant was mangled, likely due to the issues encountered during dislodgement and snaring of the stent. There was no other damage noted to the stent implant. A snap gauge was used to measure the stent implant outer diameters and they were oversized, likely due to the interaction in the anatomy and snaring of the stent. The middle and distal stent outer diameters could not be measured due to the damage noted. Resistance advancing through a sheath may be due to, but not limited to, damage to the stent, damage or kinks in the sheath, incorrect sheath size selected or anatomical conditions. It was reported that a 6f sheath was used. Based on the labeling for this device, the minimum sheath requirement is labeled as 7f. It is likely that using the incorrect sized sheath contributed to the resistance. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion site was described as moderately calcified which likely contributed to the difficulty crossing. Based on the reported information, it is likely that during advancement against resistance in the sheath, the stent became loosened on the balloon and during withdrawal, the stent dislodged from the balloon into the anatomy requiring the stent to be removed with a snare device. It should also be noted that the otw omnilink instructions for use (IFU) states: should unusual resistance be felt at any time during either stricture access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. It may be possible that by continuing to advance the stent delivery system (sds) against resistance due to the incorrect sheath size, this compromised the stent on the balloon ultimately resulting in the dislodgement. Additionally, it was reported that the otw omnilink was being used to treat the left common iliac. The indications for the otw omnilink listed in the IFU states: the omnilink .035 biliary stent system is intended for palliation of malignant strictures in the biliary tree. The reported dislodgement appears to be due to the stent becoming loose on the balloon as a result of the sds being advanced against resistance in the incorrect sized sheath. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all sds are 100% visually inspected for damage during the manufacturing process.